Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she noticed that the readings on the cgm and bg meter had more distance in readings. The patient stated at about 10:00am, they laid down to take a nap. Her husband came home at 4:00pm and found the patient on the floor next to the bed and she was out. The patient stated that she could not get up and her husband made her a sandwich to eat. Additionally, the patient stated that she had never blacked out from low sugar. The patient indicated later in the day, the cgm was reading 351mg/dl and noticed that she did not take insulin after eating her sandwich. The patient indicated a couple hours later, the cgm was still reading 351mg/dl, so she performed a finger stick and the bg meter was reading 495lmg/dl. At the time of contact, the patient was feeling better. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.